Manufacturer narrative:
Submit date 08/02/2016. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed, however all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation, however one photo was provided by the customer. Visual evaluation of this photo was performed; it revealed a catheter inside the patient. A hole was observed on the tubing near the connection of the titanium adapter. The most possible root cause could be related to a customer misuse since the reported condition occurred after being in use. Based on the picture provided, these kinds of holes/cuts could be caused by an improper use of a sharp objects. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states a little hole was found on the body of the catheter.